Manufacturer narrative:
Conclusion code is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted during a transobturator mid-urethral sling procedure on (B)(6) 2010. According to the complainant, post operatively, there was good effect on incontinence. However, in 2017, the patient had bleeding. Subsequently, the patient was seen and an erosion of the mesh was noted. She was then referred to the gynecology department for further check-up. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted during a transobturator mid-urethral sling procedure on (B)(6) 2010. According to the complainant, post operatively, there was good effect on incontinence. However, in 2017, the patient had bleeding. Subsequently, the patient was seen and an erosion of the mesh was noted. She was then referred to the gynecology department for further check-up. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on july 31, 2018. The patient had experienced spot bleeding since 2017, and on (B)(6) 2018 the patient visited an ambulatory gynecology department for examination due to the spot bleeding. During the medical examination done for the spot bleeding, erosion of the sling was observed. She was then referred to the gynecology department at a different hospital for further medical and/or surgical treatment.